Event description:
The pt was hospitalized because "something happened." It was unk if an MRI was too strong or if the pump had stopped. The date of the MRI was not provided. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).